Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp was in the office with the patient. The hcp stated there was a red "x" on one of the contacts on the right side. It was confirmed that this contact was not active in programming. The patient was feeling a shocking sensation as if they had pins sticking out of them and this occurs intermittently. This sensation was occurring down their fingers. Troubleshooting was performed and the hcp was advised palpate the system and consider a replacement if the issue continued. No further complications were reported/anticipated.